Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. The patient experienced numerous shocks that were not directly related to his underlying medical condition but failure of the device and leads. The leads may have become dislodged thus causing the improper shocks.